Event description:
The lead was explanted when repositioning was unsuccessful due to sensing anomaly.

Manufacturer narrative:
The reported sensing anomaly was not confirmed. The electrical characteristics and impedance measurements were found to be normal. Analysis found the helix was clogged with body fluid/tissue and could not be extended. X-ray revealed that the distal coil was twisted and stretched near the connector pin. After deconstructive analysis and cleaning, the helix was found to function normally from the remaing portioin of the lead.